Manufacturer narrative:
Concomitant medical products: microclave connector; 30 ml bd syringe, therapy date: (B)(6) 2018. The customer¿s report of a leak was confirmed. Visual inspection showed no cracks, damage, or other anomalies on the set, connector, or syringe. Functional and pressure testing resulted in a leak between the syringe set¿s female luer and the male luer of the non-bd connector. Dimensional analysis verified the syringe set¿s female luer was within specifications. The root cause of the leak was identified as poor fitment or slight lack of compatibility between the syringe set female luer and the non-bd connector.

Event description:
The customer reported a leak of lasix where the non-bd connector was attached to the syringe pump tubing while connected to a patient. The patient was also receiving an infusion of calcium chloride 1000 mg/20 ml of d5w. Unspecified intervention was provided.